Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid (pelvic inflammatory disease)"), pelvic infection ("infection"), genital haemorrhage ("abnormal bleeding (general)") and sepsis ("sepsis") in an adult female patient who had essure (batch no. A34124) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's past medical history included multi gravida and parity 2 ((B)(6) 1985 and (B)(6) 1992).). Previously administered products included for birth control: oral birth control pills. Concurrent conditions included overweight, uterine mass, endometrial thickening and hematometra. Concomitant products included bupropion, buspirone and levothyroxine. On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced sepsis (seriousness criterion medically significant), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In may 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or change") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), weight increased ("weight change / weight gain"), affective disorder ("moods"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), pain ("total body pain (severe)") and infection ("infection (other)"). The patient was treated with surgery (removal of essure / total hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, pelvic infection, genital haemorrhage, sepsis, hormone level abnormal, weight increased, affective disorder, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, pain and infection had resolved and the vaginal infection, cystitis and urinary tract infection outcome was unknown. The reporter considered affective disorder, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pain, pelvic infection, pelvic inflammatory disease, sepsis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: for the essure device after placement, there were 3 coils visible on left ostia and 2 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Current weight: 168 lbs. Approximate weight at the time of essure placement: 158 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pelvic inflammatory disease and confirming sepsis in medical record" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: she did not underwent for confirmatory test , vaginal infection, bladder infection and urinary tract infection events was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid (pelvic inflammatory disease)"), pelvic infection ("infection"), genital haemorrhage ("abnormal bleeding (general)") and sepsis ("sepsis") in a 48-year-old female patient who had essure (batch no. A34124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's past medical history included multi gravida and parity 2 ((25dec1985 and 09jan1992).). Previously administered products included for birth control: oral birth control pills. Concurrent conditions included overweight, uterine mass, endometrial thickening and hematometra. Concomitant products included bupropion, buspirone and levothyroxine. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced weight increased ("weight change / weight gain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced sepsis (seriousness criterion medically significant), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain. In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or change") and urinary tract disorder ("urinary problems or change"). In 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), affective disorder ("moods"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), pain ("total body pain (severe)"), infection ("infection (other)"), arthralgia ("joint pain"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (tylenol 8 hour), surgery (removal of essure/ total hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, pelvic infection, genital haemorrhage, sepsis, hormone level abnormal, weight increased, affective disorder, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, pain, infection, depression, anxiety, arthralgia, back pain and abdominal pain had resolved and the vaginal infection, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, affective disorder, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pain, pelvic infection, pelvic inflammatory disease, sepsis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: for the essure device after placement, there were 3 coils visible on left ostia and 2 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Current weight: 168 lbs. Approximate weight at the time of essure placement: 158 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pelvic inflammatory disease and confirming sepsis in medical record" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: plaintiff fact sheet received- new event depression, mental anguish, abdominal pain, joint pain, back pain were added. Treatment medication and new reporter were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid (pelvic inflammatory disease)"), pelvic infection ("infection"), genital haemorrhage ("abnormal bleeding (general)") and sepsis ("sepsis") in an adult female patient who had essure (batch no. A34124) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 2 (((B)(6) 1985 and (B)(6) 1992).). Previously administered products included for birth control: oral birth control pills. Concurrent conditions included overweight, uterine mass, endometrial thickening and hematometra. Concomitant products included bupropion, buspirone and levothyroxine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced sepsis (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), weight increased ("weight change / weight gain"), affective disorder ("moods"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or change"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), pain ("total body pain (severe)") and infection ("infection (other)"). The patient was treated with surgery (total hysterectomy), surgery (removal of essure / total hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, pelvic infection, genital haemorrhage, sepsis, hormone level abnormal, weight increased, affective disorder, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, pain and infection had resolved. The reporter considered affective disorder, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pain, pelvic infection, pelvic inflammatory disease, sepsis, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: for the essure device after placement, there were 3 coils visible on left ostia and 2 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Current weight: 168 lbs. Approximate weight at the time of essure placement: 158 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pelvic inflammatory disease and confirming sepsis in medical record." Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical records received - new events, "hormonal changes, weight change / weight gain, moods, abnormal bleeding (general), abnormal bleeding (vaginal ), abnormal bleeding (menorrhagia), nickel allergy, sepsis, apareunia (inability to have sexual intercourse), bladder problems or change, urinary problems or change, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, total body pain (severe), infection (other) and pid (pelvic inflammatory disease)," were added. Lot number was added. Product implant and explant date was updated. New reporter was added. Lab data was added. Historical and concomitant conditions and treatment medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (pelvic inflammatory disease)'), pelvic infection ('infection'), genital haemorrhage ('abnormal bleeding (general)') and sepsis ('sepsis') in a 48-year-old female patient who had essure (batch no. A34124) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's medical history included multi gravida and parity 2 (((B)(6) 1985 and (B)(6) 1992).). Current weight: 168 lbs. Approximate weight at the time of essure placement: 158 lbs. Previously administered products included for birth control: oral birth control pills. Concurrent conditions included overweight, uterine mass, endometrial thickening and hematometra. Concomitant products included bupropion, buspirone and levothyroxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient was found to have weight increased ("weight change / weight gain") and experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced sepsis (seriousness criterion medically significant), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain. In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or change") and urinary tract disorder ("urinary problems or change"). In 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), affective disorder ("moods"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), pain ("total body pain (severe)"), infection ("infection (other)"), arthralgia ("joint pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), rash ("rash/skin condition") and complication of device removal ("complication of device removal") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with paracetamol (tylenol 8 hour), surgery (ablation and removal of essure/ total hysterectomy) and treatment for infection. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, pelvic infection, genital haemorrhage, sepsis, hormone level abnormal, weight increased, affective disorder, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, infection, depression, anxiety, arthralgia, back pain and abdominal pain had resolved and the vaginal infection, cystitis, urinary tract infection, rash and complication of device removal outcome was unknown. The reporter considered abdominal pain, affective disorder, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, complication of device removal, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pain, pelvic infection, pelvic inflammatory disease, rash, sepsis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: for the essure device after placement, there were 3 coils visible on left ostia and 2 coils visible on the right. Decripensy noted removal (B)(6) 2014 plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event: correct company causality comment added.(as lot number was reported in case). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (pelvic inflammatory disease)'), pelvic infection ('infection'), genital haemorrhage ('abnormal bleeding (general)') and sepsis ('sepsis') in a 48-year-old female patient who had essure (batch no. A34124) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's medical history included multi gravida and parity 2 (B)(6) 1985 and (B)(6) 1992. *current weight: 168 lbs. Approximate weight at the time of essure placement: 158 lbs. Previously administered products included for birth control: oral birth control pills. Concurrent conditions included overweight, uterine mass, endometrial thickening and hematometra. Concomitant products included bupropion, buspirone and levothyroxine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient was found to have weight increased ("weight change / weight gain") and experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced sepsis (seriousness criterion medically significant), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain. In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or change") and urinary tract disorder ("urinary problems or change"). In 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), affective disorder ("moods"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), pain ("total body pain (severe)"), infection ("infection (other)"), arthralgia ("joint pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), rash ("rash/skin condition") and complication of device removal ("complication of device removal") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with paracetamol (tylenol 8 hour), surgery (ablation and removal of essure/ total hysterectomy) and treatment for infection. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, pelvic infection, genital haemorrhage, sepsis, hormone level abnormal, weight increased, affective disorder, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, infection, depression, anxiety, arthralgia, back pain and abdominal pain had resolved and the vaginal infection, cystitis, urinary tract infection, rash and complication of device removal outcome was unknown. The reporter considered abdominal pain, affective disorder, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, complication of device removal, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pain, pelvic infection, pelvic inflammatory disease, rash, sepsis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: for the essure device after placement, there were 3 coils visible on left ostia and 2 coils visible on the right. Discrepancy noted removal (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet revived, new reporter, essure removal date, event rash/skin condition, complication of device removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection") in a female patient who received essure for female sterilization. In (B)(6) 2014, the patient started essure. In (B)(6) 2014, the patient experienced pelvic infection (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain. The patient was treated with surgery (removal of essure in (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic infection outcome was unknown. The reporter considered pelvic infection to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 1 month after placement began to experienced severe pelvic pain and an infection (seen as pelvic infection) related to essure was diagnosed. The removal of micro-inserts was required, around 9 months after insertion. The event reported is serious due to medical significance and anticipated in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. In this particular case, consumer experienced pelvic infection around 1 month after insertion. Considering essure localization in fallopian tubes and plausible temporal relationship, causality cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 1 month after placement began to experienced severe pelvic pain and an infection (seen as pelvic infection) related to essure was diagnosed. The removal of micro-inserts was required, around 9 months after insertion. The event reported is serious due to medical significance and anticipated in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. In this particular case, consumer experienced pelvic infection around 1 month after insertion. Considering essure localization in fallopian tubes and plausible temporal relationship, causality cannot be excluded. This case was regarded as incident since device removal was required. The product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through the litigation process.